Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report number: 3005168196-2016-01446.

Event description:
The patient was undergoing a thrombectomy procedure using indigo system aspiration catheters 6 (cat6s). During the procedure, while attempting to advance a cat6 through a non-penumbra 6f sheath, the physician experienced resistance and the cat6 was unable to advance past the introducer sheath; consequently, the cat6 became kinked. The physician then attempted to advance a new cat6 through the same sheath; however, resistance was experienced again while attempting to advance the cat6 past the introducer sheath, and the cat6 became kinked as well. The procedure was therefore completed using an indigo system aspiration catheter 5 (cat5) and the same non-penumbra sheath. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Please note that the device is no longer available for return as mentioned in the initial MDR; therefore, the MDR was updated accordingly. The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2016-01446: the hospital disposed of the device.